Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 separate bd alaris¿ pump module smartsite¿ low sorbing infusion sets leaked during use. The following information was provided by the initial reporter: "according to the unit the tubing is leaking. Since friday we have had to waste 3 remaining infusions for 2 pts. 2 for same pt/1 for additional pt. Both receiving epoch regimen. All 3 bags w tubing attached have been secured & saved."

Manufacturer narrative:
This complaint has been determined to be a duplicate of MFR report# 9616066-2022-00792. The original submission, 9616066-2022-00872 can therefore be disregarded.

Event description:
It was reported that 3 separate bd alaris¿ pump module smartsite¿ low sorbing infusion sets leaked during use. The following information was provided by the initial reporter: "according to the unit the tubing is leaking. Since friday we have had to waste 3 remaining infusions for 2 pts. 2 for same pt/1 for additional pt. Both receiving epoch regimen. All 3 bags w tubing attached have been secured & saved."